Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1807245; medical device expiration date: 2023-06-30; device manufacture date: 2018-07-23; medical device lot #: 1810228; medical device expiration date: 2023-09-30; device manufacture date: 2018-10-15. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there were 2 occurences with fiber or hair foreign matter for lot# 1807245. Lot# 1810228 had an issue with leakage past stopper when pulling up medication.

Manufacturer narrative:
Investigation: four picture samples were received for evaluation by our quality engineer. Through visual inspection of the pictures, leakage was observed past the stopper of one syringe. No foreign matter was observed through any of the provided pictures. A device history record review was performed for both reported lot numbers, 1807245 and 1810228, and the review did not reveal any production related issues that could have contributed to the reported incident. Ten retained samples belonging to lot number 1807245 were obtained for further investigation. Through visual inspection of the retained samples, no signs of foreign matter were observed. Ten retained samples belonging to lot number 1810228 were obtained for further investigation. Through visual inspection of the samples, no damages or molding defects were found. Leakage testing was performed on the retained samples and no signs of leakage were observed. Based on the investigation results, a definitive cause could not be determined for the reported incident.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there were 2 occurences with fiber or hair foreign matter for lot# 1807245. Lot# 1810228 had an issue with leakage past stopper when pulling up medication.